Event description:
Surgeon informed a member of depuy spine of a charite artificial disc pt she is planning to revise. The pt had traveled to germany to have the device (2-level) implanted. She reports that the disc at l4/l5 appears to be fine, but that the implant at 5/s1 appears to be too far posterior and the cause of the pt's pain. She plans to remove this implant sometime in the near future.

Manufacturer narrative:
The device is not available for evaluation and the lot numbers not known at this time. The event as reported was not attributed to the device. Surgeon in germany inplanted two discs at adjacent levels. Using two charite implants in one pt is an off label use. Charite is approved for use as a one level implant only. This goes against the information that is recommended in the instruction for use (IFU) supplied with each device. Contact reported that initial placement of the implant might have contributed to this event. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device.